Event description:
It was reported that during the procedure, as the 2.25 x 28 xience nano was being inserted onto the guide wire, the shaft of the device was noted to be broken. The break was outside the patient anatomy and the device remained in one piece. The device was not used. There was no clinically significant delay and no adverse patient effect. Return device analysis revealed that the distal shaft was separated at the proximal seal and the distal portion including the balloon was not returned. Additional information received indicates that the device separated outside the patient anatomy and that the separated segment was discarded. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the xience v stent delivery system (sds) noted contrast visible in the inflation lumen, consistent with preparation. The distal shaft was separated at the proximal seal, confirming the broken shaft. The fracture face was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner member was separated 1.4 cm proximal to the proximal seal. The inner member fracture face was stretched and jagged. The distal portion including the balloon was not returned. There was a kink in the hypotube 34.7 cm distal to the strain relief tubing. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. To ensure this is not a result of a manufacturing deficiency, all products are visually inspected for damage during the manufacturing process, including at the point the product is placed in the coil dispenser. There was no damage noted to the sds during the inspection or preparation prior to use which suggests a product deficiency did not contribute to the reported difficulties. It was reported the sds was advanced over the guide wire when the separation was noted; therefore it is possible that the sds was inadvertently handled during advancement over the guide wire, resulting in the shaft separation; however, a conclusive cause could not be determined. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.